Manufacturer narrative:
Concomitant: 4076-52 lead, implant date: (B)(6) 2017.

Event description:
It was reported by the patient's family member that they were told that "something was wrong or faulty with the pacemaker", and also that the device only had approximately 3 years remaining. Follow-up with the clinic indicated that the right ventricular (rv) lead had dislodged, and was later revised. In addition, the device's longevity shows 7 years remaining. The rv lead was replaced, and the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.